Event description:
It was reported that the patient presented to the clinic for a follow up. Device interrogation revealed that the patient's right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. Programming changes were made. The patient had no adverse consequences.